Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared multiple occlusion alarms. The customer's blood glucose elevated to 600 mg/dl which was addressed with manual injection. Troubleshooting could not be performed with tandem technical support as the customer already changed the infusion set multiple times.